Event description:
Additional information received that premature battery depletion of the device was suspected by the physician.

Manufacturer narrative:
The device was returned due to being in backup (bvvi) mode. The bvvi of the device was confirmed when received for analysis. The product code was downloaded and analysis was performed, including thermal and mechanical testing of the device which indicated that the pacemaker exhibited normal device characteristics. Additionally, analysis of the device image indicated that the cause of the bvvi was consistent with integrated circuit (ic) u2 failure, however the bvvi could not be reproduced. An assessment of total projected longevity was performed, and the device was found to have an appropriate longevity remaining. Therefore, the complaint of premature battery depletion was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was in back-up mode (bvvi) and the cause was unknown. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.